Manufacturer narrative:
H.6. Investigation: it was reported that the products did not meet the sterilization specification. During the review of cos, the customer found that the vessel processing time for load 26264 was 6.78h, which was outside of the specification 8h± 10% (from 7.2h to 8.8h) as defined in ethylene oxide customer specification zyn-761, revision 5. Upon notification bd product release team proceed to place the material on hold and contact steris temecula for further investigation. The vessel cycle print out was reviewed finding that the cycle elapsed time in the certificate of processing was manual entry error, the actual cycle elapsed time was 7 hours and 46 minutes or 7.78hours (attached #1) which is within the allowed range of 7.2-8.8 hours. Root cause definition: after the revision it was determinate that the product release team failed to review the cycle total elapsed time since procedure 0803-005-000-swi documentation review of sterile disposables infusion products does not list the cycle total elapsed time as characteristic to review on the certificates of processing, therefore, the failed review of the cycle total elapsed time was considered as the root cause. DHR was performed and no qn's were found for the reported lots. H3 other text : see h.10.

Event description:
It was reported that 2 admin set 20dp w/ filter y site clmp were not sterile. The following information was provided by the initial reporter: material no: b2-70071-df. Batch no: 21045386, 21045387. The products did not meet the sterilization specification. The certificate of processing was approved without noticing the issue. It is not a typo error in the paperwork. The certificate of processing indicated that the vessel processing time of eto sterilization was out of specification. I would think it is a sterilization failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21045386. Medical device expiration date: 2024-04-03. Device manufacture date: 2021-04-03. Medical device lot #: 21045387 . Medical device expiration date: 2024-04-03. Device manufacture date: 2021-04-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 admin set 20dp w/ filter y site clmp were not sterile. The following information was provided by the initial reporter: material no: b2-70071-df. Batch no: 21045386, 21045387. The products did not meet the sterilization specification. The certificate of processing was approved without noticing the issue. It is not a typo error in the paperwork. The certificate of processing indicated that the vessel processing time of eto sterilization was out of specification. I would think it is a sterilization failure.